Event description:
Patient reported that the meter/lab comparison results were 145 mg/dl (ss) versus 226 mg/dl (lab), respectively (36% difference). Tests were done side by side. Meter/strip codes did not match. Meter has never been cleaned. On follow-up, patient confirmed the above informtion. Lfs representative reviewed qc procedures with patient and sent control solution and strips. There was no allegation of harm.